Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scar removal procedure of the pocket, there was ¿cutting of prominent wires¿ by the plastic surgeon. The right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.